Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two leads were attempted to be implanted but not used. The first lead, the helix mechanism would not deploy. The lead was removed and a second lead was attempted. On the second attempt, the lead mechanism also would not deploy. The physician decided to obtain a new venous access and successfully implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead and a pinch on tool on the connector pin. If information is provided in the future, a supplemental report will be issued.